Event description:
It has been reported to novartis nutrition that a nuport peg tube separated from the internal bolster during external removal attempts. Physician used an endoscope to retrieve the internal bolster. No pt complications were reported.